Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified: it is not possible to determine, the lot number or catalog number through the photos provided. Rupture. Observed, opening on the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Crease/ folding of implant breast: not observed. Lump/nodule-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, "right side rupture". The device has been explanted and replaced.